Event description:
A contour flex valve high pressure shunt was implanted on 4/4/97. On 4/8/97 the ventricular catheter was replaced. On april 11, 1997 it was determined the shunt was closed and would need to be replaced. On 4/13/97 the shunt was replaced.